Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a heart catheterization diagnostic procedure. Reportedly, a suture break occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.